Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn. The distal end of the tissue pad was partially separated and partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut) and the damaged tissue pad broke off when subjected to a load. The above device handling has warned in the instruction manual.

Event description:
During a laparoscopic hepatectomy, the subject device was used. At a relatively early stage of the procedure, the tissue pad of the subject device melted and broke off inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad of the subject device was partially broken off and partially separated.